Manufacturer narrative:
On august 14, 2025, mentor was provided with an updated diagnosis. The patient was diagnosed with bilateral baker grade IV capsular contracture and a ruptured right implant. On august 15, 2025, mentor was notified that the patient was scheduled for bilateral exchange with mentor gel implants on (B)(6) 2025. Date of explantation: (B)(6) 2025 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient observed a right breast lump, caving on the lateral side, and some pain/tenderness when touched. After consulting with a medical professional, she was diagnosed with right breast baker grade IV capsular contracture and possibly ruptured implants, bilaterally. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right breast prosthesis.

Manufacturer narrative:
On october 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. On october 21, 2025, mentor was notified that the patient was also diagnosed with bilateral implant malposition with asymmetry and ptosis. In addition, both implants were observed intact when removed. Rupture is no longer applicable to this file. On october 28, 2025, mentor completed an evaluation on the returned device. Device evaluation: mentor conducted visual inspection and leak testing of the device. Visual analysis of the returned device revealed that the breast implant had creases on both views of the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 08, 2025, mentor was notified that the patient's surgery was scheduled. Date of explantation: (B)(6) 2025. Manufacturer¿s reference number: (B)(4).